Event description:
An on-site carefusion clinical consultant reported that the staff perceived a device failure and stated "your backflow check valve failed on the tubing" and "fluid was free flowing in through the drip chamber". The setup including tubing and pc unit/pump module had been removed from the patient and placed in the utility room. When the setup was shown to the clinical consultant the secondary set and bag were gone and only the primary set remained in the pump module. The primary set was looped at the bottom, back to itself, at the first y-connector closest to the patient and there was a curos cap on the y-connector above the pump. The set was connected to a 250 ml bag of normal saline with about 225 ml remaining in it, and the drip chamber was half-full. There was no report of patient harm or medical intervention. No further patient or event details were provided.

Manufacturer narrative:
(B)(4). The carefusion clinical consultant met with the nurse manager and they all examined the setup together. The clinical consultant explained that if the backcheck valve was defective, the drip chamber should be full. He also pointed out the curos cap on the y-connector was above the pump, which seemed odd because if a secondary set had been connected there, there would have been no reason to remove it and replace it with a curos cap if the setup was being removed due to a product failure. The nurse manager then connected a bag to a new secondary set, backprimed and hung it, lowered the primary bag on a hanger, and set up a secondary infusion using the original pcu/pump module that the set up was still connected to. The infusion ran as programmed with no backflow into the primary, and the unit manger concluded that there had been no product failure. It was theorized that the reason the fluid was free flowing may have been because it was connected below the pump, but this is theory only because there was no other tubing still connected to the line when they observed that. No product failure is believed to have occurred, however additional investigation support was offered to the customer. At this time, no devices have been received. A follow up report will be submitted should the devices be received for evaluation.